Event description:
The patient was reported to have passed away. No additional relevant information has been received regarding the cause of death or its relation to vns therapy.

Event description:
Death certificate was received indicating the cause of death as fulminant hepatic failure (days) and breast cancer (years).